Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.

Event description:
The customer observed falsely depressed results on the architect c4000 analyzer. The following data was provided: initial calcium 3.0, repeat 9.1 mg/dl; initial glucose 43, repeat 113 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Standard troubleshooting resolved the issue. Based on all available information and abbott diagnostics' complaint investigation, the instrument performed as intended and no product deficiency was identified.